Event description:
Alleged issue: the clips did not lock on the arteries or the renal veins. There were no consequences to the patient.

Manufacturer narrative:
The device sample has not been returned to the manufacturer at the time of this report. A device history record (DHR) review did not show issues related to complaint. The manufacturer will continue to monitor and trend related complaints.